Manufacturer narrative:
The manufacturer did not receive the device, as it is implanted. The device history records were reviewed and found to be conforming. The hospital threw away the packaging so we cannot check the box label with the inside sticker. Pictures from the sticker inside the box were received for review. A cause for this specific event cannot be ascertained from the information provided. Once more detailed information becomes available, a follow-up report will be filed. (B)(4).

Event description:
It was reported, that on (B)(6) 2014 the sticker inside the protasul-s-head 32 l box was found with a different reference and name. Reference : 30.32.07, lot: 2684259. The hospital has never received this kind of implant with this reference. It was also reported, that the correct reference should have been one of the following numbers: 14.28.06-20, 14.28.07-20, 14.28.05-20, 01.01012.288. Unfortunately, but as a procedure, the hospital threw away the packaging so we cannot check the box label with the insider sticker. The device was implanted on (B)(6) 2014.